Event description:
It was reported that, "as surgeon was hitting notch handle the handle broke at the threads. Threads are still in hole on notch block."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.